Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. A carefusion field service representative went onsite to evaluate the device. Evaluation and repair has not been completed at this time so the reported issue has not been resolved. Once the repair has been completed then a supplemental report will be submitted.

Event description:
The customer reported unresponsive touchscreen on the vela ventilator. The customer reported no patient involvement or allegation of patient harm.